Event description:
Elderly female with triple vessel coronary artery disease, hypertension, type 2 diabetes, and obesity. Operating room for coronary artery bypass grafting x 4 with l mammary artery to left anterior descending and reverse saphenous vein aortocoronary grafting of posterior descending artery marginal 1st obtuse diagonal. The cautery on bovie piece did not cut through any tissue, failure to cut. No harm to patient.